Event description:
It has been reported that the system would not boot up. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting up. Fse installed new license file, recreated the image data store and performed all functional testing. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.